Manufacturer narrative:
One device was received for analysis. Service history identified there were no repair requests in the past year. Visual inspection and functional testing were performed but the reported issue could not be confirmed. A "high pressure" alarm, a "no disposable" alarm, a "power down" alarm, and an "air in line detected" alarm were recorded in the event log several times. The root cause of the issue was unable to be identified because no problem was observed in the device. The flow rate was within the product specifications. No device repairs were performed as there was no device problem identified.

Event description:
It was reported that more than the prescribed amount (10% or more) was administered. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.